Event description:
It was reported an episode of false asystole occurred the evening of the date of implant of the implantable cardiac monitor. It was further reported there was swelling in the pocket post-surgery. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).